Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was returned for failure analysis and the reported issue was confirmed and replicated. In the error log, the 23017 error was found indicating motor did not respond as expected confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) where sine cycle was found to be failing on the axis 5. Once testing was completed, the axis 5 motor was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. A device history record (DHR) review for the device(s) involved with the reported event was not possible and/or not required by isi at the time of complaint closure. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: error 23017 "the motor did not respond as expected - the measured motion did not match the internal simulation of the motor.". The probable root cause of the reported issue can be attributed to a fault on the axis 5 motor of the affected mtm.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the staff encountered two recoverable errors. Onsite logs reflected error 23017 on the left master tool manipulator (mtml). The site would power cycle the system after the completion of the procedure. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the mtm involved with this complaint to perform failure analysis (fa) and the fa is still in progress. The complaint was confirmed based on the field evaluation.